Event description:
Reporter indicated that vns pt had passed away from a stomach hemorrhage. The pt was reportedly riding in the car and began to vomit blood. The pt's family member performed CPR until emergency medical crew arrived, but the pt died while en route to hospital. No autopsy was performed. The death certificate listed the immediate cause of death as cardiopulmonary arrest, due to (or as a consequence of) "ashysim", due to (or as a consequence) aspiration of emesis, due to (or as a consequence of) cerebral palsy. The manner of death was listed as natural. There is no evidence at this time that the ncp system caused or contributed to the reported event.